Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. The reported patient effect of embolism is listed in the rx herculink elite peripheral stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.b2: outcomes attributed to ae - other serious was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in a calcified renal artery. The 4.00x15mm herculink elite stent delivery system (sds) was advanced to the renal artery; however, due to interaction with plaque during advancement the stent came off the shaft. The stent had reached the renal artery, but was observed to have migrated to the common femoral artery. Therefore, the physician used a snare device to remove the stent. There was no adverse patient sequela. The procedure was aborted and another procedure will be attempted at an unspecified future date. No additional information was provided.